Event description:
It was reported that a symptomatic patient with muscle stimulation presented in-clinic for follow-up. The device was found to be in backup vvi mode. Device was explanted and replaced. Patient condition was good after event.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reset could not be determined.